Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the physician suspected right ventricular (rv) lead damage, however, diagnostic imaging was not performed. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating that following the reprogramming of the device, oversensing was noted on the right ventricular (rv) lead. Abbott technical support was again contacted, however, no additional intervention was performed. The patient was in stable condition and will continue to be monitored.